Event description:
Ortho summit sample handling sys instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.